Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Twelve events were reported for this quarter. Twelve devices were received for evaluation; twelve events were confirmed. Twelve devices were found to be affected by disassembly. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 12 malfunction events in which the devices disassembled. Twelve reported events had no patient involvement; no patient impact.